Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the antenna was frayed. It has poor coupling. A replacement was sent. No patient symptoms were reported. Additional info received from patient that they wanted and expected a new recharger, not just the antenna. Reviewed that the antenna was replaced based on the allegations patient made about the antenna being loose and frayed. Patient stated they suspect the recharger is not charging their stimulator because its not warming up during charging, despite the stimulator battery level displaying as fully charged on the recharger display. Agent asked patient if they had checked their battery level using the patient programmer, and patient stated they do not have a programmer and never have had one with any of their dbs implants. Redirected patient to discuss their concerns with managing hcp. Reviewed how to replace the antenna. Reviewed option to transition to the wr if necessary in future. Patient was redirected to contact their physician's office however patient said that it could take a month or so before would have an appointment. Patient requested call from the rep. Additional info received from patient that for about a week , the recharger screen is frozen and recharger is beeping. Patient was unable to do a reset . Patient states having symptoms and needs to charge. Pati ent mentioned having the recharger antenna replaced. Agent sent request to repair to replace with another recharger. Patient states they do have a programmer and when they put it over the implant this morning they got a shock. Patient states the programmer read on/ok. The patient would like to get the wr and states the website talks about a dock. Patient has an appointment with the dr on aug 26 and would like a rep to be there.

Event description:
Additional information was received from patient and stated that they received a replacement recharger but said it "needs to be reset or something" because it keeps beeping when they put the recharger antenna over the ins. Patient repeated that their symptoms returned and they couldn't do anything because their hands were shaking. Patient mentioned that their hcp appointment will be on august 21st and they need a manufacturing rep to be there, but the rep never called their hcp. The patient said they just got off the phone with their hcp's secretary and they told the patient that they never heard from a rep. The patient said they were calling back to provide the phone number for their hcp so their rep could call the hcp. Agent provided the patient with the nas phone number and redirected the patient to their hcp for further assistance. No issue was found with the new legacy recharger. Patient was seeing the 'neurostimulator charge complete' screen on the recharger but therapy was turned off. Patient repeated that they felt a shock from the bottom of their feet to the top of their head when they turned the therapy on with the (B)(6) patient programmer, which was why they wanted to meet with a rep at their hcp's office.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.